Event description:
During a routine visit, it was reported that this right atrial (ra) lead exhibited low out of range pacing impedances. It was noted that the lead is a (B)(6) product. Chest x-rays were performed and images were reviewed by the physician. The physician determined cause to possibly be due to insulation leakage. At this time, the physician will continue with monitoring. The ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).